Manufacturer narrative:
The device has been received however; the estimation has not been completed as of date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis x1 video system center displayed an e401 error and the image disappeared. The event occurred during a esophagogastroduodenoscopy endoscopic procedure. The operation was completed with the same device with no more than 5-minute delay. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the image disappearing could not be identified, nor could the phenomenon be confirmed. Olympus will continue to monitor field performance for this device.